Manufacturer narrative:
Failure analysis confirmed that the insulin pump alarmed button with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had a cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unresponsive buttons. The customer's blood glucose reading was unknown. The customer could not recall any significant events leading to the alarm. The insulin pump was returned back for analysis.